Event description:
Mckesson prevent g safety winged blood collection set glide, lot # 210705, exp. Date 2024-07-08. Users complained that the safety shield did not properly engage despite hearing an audible "click." Users presumed that the safety shield was properly activated but the contaminated needle was still exposed, resulting in unexpected needlesticks. FDA safety report ID# (B)(4).